Event description:
It was reported that the patient's dog chewed on of their power cables. The patient reported that on (B)(6) 2024 in the evening they heard a loud alarm however no alarm displayed on the system controller. N alarm was seen upon interrogation in clinic. The power cable was taped with rescue tape. Log files were submitted for review and captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the damage was very minimal and superficial and was taped with rescue tape. No further alarms were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power cables was confirmed via analysis of the submitted photos. The reported event of an atypical unknown alarm was not confirmed. Visual inspection of the submitted photos revealed small puncture holes in the outer jacket of the system controller¿s black power lead. A log file was submitted for review and data from the reported event date of 03jul2024 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue throughout the time span. Per the provided information, the cause of the damage to the power cable was due to a pet biting the cable. The root cause of the atypical unknown alarm could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21aug2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.